Event description:
The (B)(6) old female patient contacted zoll lifecor customer support to report that she is getting a message stating her system is disabled and she needs to call an ambulance. A review of the patient's download revealed several asystole events. The patient's electrode belt was replaced.

Manufacturer narrative:
Device evaluation summary: device evaluation of belt (B)(4) has been completed. The reported problem (damaged wires/arrhythmia alarms) has been confirmed. Upon evaluation, it was discovered that the trunk cable connector was broken. The root cause of the broken trunk cable connector was likely a result of excessive force. No adverse event resulted from the damaged connector. The patient received a replacement electrode belt.